Event description:
It was reported that an uphold vaginal support system was implanted on september 2, 2009. According to the complainant, the patient experienced pain due to eroded mesh as well as additional medical treatment and procedures.. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.